Event description:
It was reported the device was presented with a speaker malfunction error and no sound was coming from the device. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote support engineer (rse) talked to the customer and provided a part number for a replacement speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a part number for a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time.